Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found to be in good condition with no appearance of any physical damaged, but bottom case was painted with orange color. Event history log review was performed and found force sensor bridge test error. Visual inspection, power up process, functional check and test force sensor were performed. According to investigation the customer's reported problem was confirmed. The investigation reported that the force sensor bridge test error was found at power up, but all the reading of force sensor was within the required specs. However, the force sensor did not operate as intended. Service's replaced the pump force sensor and performed pm maintenance and all functional testing passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump, exhibited system failure during forced sensor bridge test. It was reported that there was no patient involvement.